Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause.

Event description:
It was reported that the touchscreen functionality of this programmer was not working. Field representative tried to troubleshoot but realized that touch screen functionality was getting hampered, and the system became unresponsive to the commands. No adverse patient effects were reported. This programmer was expected to be returned.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A non-field reported error code 40688 was confirmed in the memory log files. During baseline testing, the touch responded properly. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause.

Event description:
It was reported that the touchscreen functionality of this programmer was not working. Field representative tried to troubleshoot but realized that touch screen functionality was getting hampered, and the system became unresponsive to the commands. No adverse patient effects were reported. This programmer was returned and was analyzed. Product investigation review indicates that reported allegation was not confirmed. However, the probable cause was determined based on the evidence of an unresponsive touchscreen.